Event description:
It was reported that the unit started smoking before a case. No patient involvement.

Manufacturer narrative:
Additional information will be provided once investigation is completed.